Manufacturer narrative:
A review of the instrument logs to determine the root cause of the complaint is in progress.

Event description:
The customer reported to leica microsystems of under processed tissue on a peloris tissue processor.